Event description:
It was reported that intermittent, unspecified alarms occurred. There was no reported adverse impact to customer's blood glucose. No additional information was provided. Multiple attempts were made by tandem technical support to follow up with the customer for troubleshooting, but no response was received.